Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction and/or serious injury of charge circuit time out and no therapy delivered is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that during device interrogation of a hospitalized patient, the interrogation noted the implantable cardiac defibrillator was found to have charge circuit inactive greater than thirty seconds charge time. The battery voltage was noted to be 2.61 volts and device was at end of service. Multiple ventricular tachycardia/ventricular fibrillation (vt/vf) episodes were noted per the device history. The patient had a vt/vf event where therapy was not delivered due to charge circuit time out. The patient received external defibrillation. Additional information obtained from the manufacturer's representative indicated the patient may be deceased: therefore, an obituary search was conducted and noted the patient died approximately two weeks after interrogation. The cause and circumstances of the patient death have been requested and not received.